Event description:
It was reported that the patient had been in a car accident during the spring and during the car accident the seatbelt was over the pump. The pump got a ¿hard push¿. The patient presented to the hospital on (B)(6) 2013 for a pump refill and the pump was filled with 20ml and reprogrammed. Four days later the patient began experiencing underdose symptoms. The patient again presented to the hospital. The physician attempted to aspirate the pump reservoir but received 0ml; the expected volume was 17-18ml. It was stated that the cause of the discrepancy was ¿something really wrong with the pump or a subcutaneous refill¿. The pump was refilled with 20ml and the patient was again sent home. The patient called the hospital on (B)(6) 2013 with complaints of feeling ¿very sleepy¿ and had been sleeping the entire weekend. The physician examined the patient on (B)(6) 2013 and noted that the patient had overdose symptoms since the weekend. The physician interrogated the pump and aspirated the reservoir; however, at this time no volume discrepancy occurred. The expected residual volume (erv) was 17ml and the actual residual volume (arv) was 17ml. However, due to the patient¿s ¿strange symptoms¿ the physician decided to not refill the pump again with morphine. The pump was instead refilled with saline and programmed to minimum rate. The patient was administered oral medication instead. Additional patient symptoms included less that 50% therapy relief. The physician was worried that the pump was ¿overdosing drug¿ after the car accident related to the trauma/blow on the pump. The physician was considering explanting the pump. It was later reported that upon aspiration at the occurrence of the volume discrepancy the filter was not placed. Also, the needle was not checked for patency following aspiration. The following pump refill of 20ml ¿went fine¿ and the template was used for the refill. No x-ray was performed and no dye test or catheter access port (cap) test were to be performed. The physician was still concerned about pump overinfusing and felt that he could not trust the pump and was worried about what had happened with the pump after the car accident. At the time of the report the patient was taking oral medication; however, the reporter was unsure of the patient¿s outcome or pain control. It was later reported that the physician was reluctant to restart the pump since the patient did not seem to be responding to the therapy. The flow rate was still at minimum rate the physician as awaiting decision for explant during trial of alternate pharmacological treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).